Event description:
Event verbatim [preferred term] caller says that she talked a couple months to pfizer about the leaking thermacare wraps. Caller says she sent back the leaking one of the thermacare heat wraps. [Device leakage] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for herself. A (B)(6)-year-old female patient started to receive thermacare heatwrap (thermacare heatwrap), via an unspecified route of administration from an unspecified date to an unspecified date for an unspecified indication. The patient medical history and concomitant medications were not reported. Caller said that she talked a couple months about the leaking thermacare wraps and she sent back the leaking one of the thermacare heat wraps. The action taken in response to the event for the product and event outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment the patient reported "she talked a couple months about the leaking thermacare wraps and she sent back the leaking one of the thermacare heat wraps". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed., comment: the patient reported "she talked a couple months about the leaking thermacare wraps and she sent back the leaking one of the thermacare heat wraps". No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. The company is conducting further review on this investigation and additional follow-up will be reported when the evaluation is completed.